Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed stating that the brush heads broke off in his/her mouth while he/she was using his/her toothbrush. No injury was reported.

Manufacturer narrative:
23-jan-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer e-mailed stating that the brush heads broke off in his/her mouth while he/she was using his/her toothbrush. No injury was reported.